Manufacturer narrative:
Additional information was added to d1, d4, and h6. H4: device manufacture date ¿ the lot was manufactured between may 8-10, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) unspecified elastomeric pumps underinfused during infusion. This issue was described as, ¿two pumps have failed to infuse, infused minimally¿ and ¿flow issues¿. The devices were filled with piperacillin tazobactam 18000mg/230ml nacl 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.